Event description:
Cadd legacy 6400 sn (B)(4) were both alarming high pressure alarm, pt advised to report to hospital to have line checked. Replacement pumps sent to pt in the event. The line was intact. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? Pt advised to report to hospital to confirm line was intact. Is the actual device is available to be returned for investigation: yes and returned box will be sent to pt. Dates of use: from (B)(6) 2016 to ongoing (both devices). Diagnosis or reason for use: i27.0, i27.0.